Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
It was reported that the ventilator was not charging. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
G4: (B)(6)2020 b4: (B)(6) 2020 multiple attempts were made to obtain information on patient use at the time of the reported event and the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.